Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports of having several issues with insulin pump. Customer reports that insulin pump beeps every once in a while without any alerts. Customer also reports that insulin squirts during priming; backlight was not working, and sees a black mark on display screen which makes reading screen difficult. Customer's blood glucose was 88 mg/dl. Customer was instructed on proper procedure for priming. Customer was also advised that backlight was working correctly. Insulin pump would be replaced based on black mark on screen. No further information provided.